Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen, bupivacaine, and morphine (concentrations and doses unknown) via an implanted pump. The baclofen lot number was also unknown. The patient was also on tramadol oral medication. Indications for use were listed as failed back surgery syndrome, postlaminectomy pain, and spinal pain. The patient's medical history was not reported. The patient experienced excessive pain and her doctor increased the pump a few times, but it did not help. It was noted she experienced excessive pain shortly after her pump was implanted (pump implanted (B)(6) 2016) and she has had problems walking and muscle stiffness. She was concerned about "inflammation at the tip". The event date was (B)(6) 2016. The situation was being addressed by the healthcare provider (hcp).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.